Event description:
During an esophago-gastro-duodenoscopy, the distal esophagus was dilated utilizing a 15 mm. Dilation balloon. A wire guide was placed and the esophageal z-stent introduction system was passed over the wire without incidence. The tumor was marked and the stent was deployed in the proper location. However, when an attempt was made to remove the introducer, the dilator tip became caught in the distal cage of the z-stent. The stent had to be removed the following day because the distal end of the stent would not open completely. A gastrotomy was performed to remove the stent and a peg tube was placed. No injury occurred to the pt. And the pt is reported to be in satisfactory condition. Additional info was not provided. In addition, the device has not been returned for eval.